Manufacturer narrative:
Voluntary medwatch report received: mw5163269.

Event description:
Voluntary medwatch received states a patient's capped lead exhibited infection. The implantable lead remained surgically abandoned. No additional adverse patient effects were reported.